Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. Also, the smartpass feature had programmed itself off due to the low amplitudes. The patient is on dialysis and is sick. Technical services discussed working with physician to optimize the programming as the patient condition improves. There were no additional adverse patient effects. The system remains implanted.